Manufacturer narrative:
Customer the was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an unrecognized "short in system" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and atributted to user mis-handling of the device. The damage to the main board is not consistent with normal wear and tear of the device. The main board will be replaced. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.